Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. **UDI related data quality updates only**.

Manufacturer narrative:
One (1) photo was provided by the customer which were used to conduct the device analysis, the sample has not been received. The reported fault was not found. We are unable to confirm the reported complaint. If the product is returned, lsm will reopen this complaint for further investigation. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: d4: UDI section, lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during removal of the inner cannula for cleaning the pull tabs broke off. Event took place in the patient's home. Event reported as resolved; product was replaced.